Event description:
A peritoneal dialysis (pd) patient experienced a disconnection of the transfer set from the titanium adapter during use. The cause of the disconnection was not reported. It was reported that the patient developed peritonitis. It was not reported if the patient was hospitalized. The patient was treated with unspecified antibiotics intraperitoneally. At the time of this report, the patient outcome was reported as "unable to be resolved". It was reported that the catheter was removed and "transfer set was replaced". Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.